Event description:
It was reported that the device was suspected of early elective replacement indicator. The device was explanted and replaced. It was also reported that the right ventricular lead had unacceptable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.